Event description:
Bupivacaine spinal kit: according to md, the effect of the spinal is not lasting more than an hour. This has occurred on approximately 3 patients in the labor and delivery department. The md was unable to recall the other two patients.